Manufacturer narrative:
A two year review of the complaint database for this list/similar problem did record one additional reports and investigations. A review of that investigation could not confirm the leakage as reported. On (B)(6) 2016 received one used ch2000s-c, spinning spiros, lot# is unknown. One used bd 30ml syringe. Dried drug residue was observed on the spiros. The spiros was confirmed to leak internally. Functional testing: water was drawn up through the ch2000s-c and into the barrel of the 30ml syringe. The plunger was depressed and water leaked from the half seal area. Microscopic examination revealed that the half seal had been misassembled or dislodged during use. The complaint of ch2000s-c spinning spiros leakage was confirmed. The leakage was the result of a misassembled or dislodged half seal. An improvement to the process is currently being investigated.

Event description:
Complaint regarding one ch2000s-c, spinning spiros, lot# is unknown. Report states; clinician was administering a chemo IV push and fluid appeared to leak out the side. Unprotected chemo exposure reported but follow up confirmed there was no medication usage and there was no adverse patient/clinician consequences reported.